Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. USA has been used as a default. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 patients had bleeding, 5 had trauma, and 3 had infections after the unspecified bd introsyte¿ introducers were used on them, resulting in unspecified medical intervention. No further information was provided. The following information was provided by the initial reporter: "bleeding requiring medical intervention related to insertion of the introducer - 5... Infection (within 24-48 hours after insertion of the introducer) - 3. Trauma -5". "It was reported that bleeding... Trauma & infection (within 24-48 hours after insertion of the introducer) resulted in patient or clinician injury that required medical or surgical intervention when using the bd introsyte¿ introducers.". "Bleeding requiring medical intervention related to insertion of the introducer - 5". "It was reported that bleeding... Resulting in patient or clinician injury that required medical or surgical intervention when using the bd introsyte¿ introducers to facilitate the placement of indwelling central venous catheters".

Manufacturer narrative:
The following fields were updated due to corrections: b.5. Describe event or problem: it was reported that the patient experienced bleeding after the unspecified bd introsyte¿ introducer was used on them, resulting in unspecified medical intervention. No further information was provided. H.6. Imdrf annex e grid: e0506.

Event description:
It was reported that the patient experienced bleeding after the unspecified bd introsyte¿ introducer was used on them, resulting in unspecified medical intervention. No further information was provided. The following information was provided by the initial reporter: "bleeding requiring medical intervention related to insertion of the introducer - 5. Infection (within 24-48 hours after insertion of the introducer) - 3 trauma -5". "It was reported that bleeding. Trauma & infection (within 24-48 hours after insertion of the introducer) resulted in patient or clinician injury that required medical or surgical intervention when using the bd introsyte¿ introducers." "Bleeding requiring medical intervention related to insertion of the introducer - 5." "It was reported that bleeding. Resulting in patient or clinician injury that required medical or surgical intervention when using the bd introsyte¿ introducers to facilitate the placement of indwelling central venous catheters."